Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with prime fill anomaly. The customer states they were stuck in prime loop. The customer's blood glucose level was 194mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. No prime/fill anomalies were noted. The pump passed the self test, unexpected restart and all operating currents tests. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.